Event description:
The customer reported during a dopamine infusion the pump alarmed with an error message and stopped infusing. The pump was removed, re-attached and re-programmed with a vtbi of 50ml. Customer reported there was 50ml left in the bag at the time of the re-program. One hour later the entire dopamine bag was empty. Analysis of the device event log for the reported date and time of the event did not identify any issues with regards to the system's performance. There was no error message identified and no event logged of a device being removed and re-attached for the reported time and date of the event. Also, there was no event logged of the device having been reprogrammed to infuse 50ml for the reported time and date of the event. Customer reported that the dopamine concentration was 800mg/250ml with a dose of 11 to 12mcg/kg/min. The attempted initial programming did identify a concentration of 800mg/250ml, however, this programming was not completed and the device turned off after a rate of 34.8ml/hr was entered. Three minutes later, the operator turned the device back on and programmed the concentration as 800mg/500ml with a vtbi of 400ml, a rate of 34.8ml/hr and a dose of 8mcg/kg/min. About 2 hours later the rate was changed to 26.1ml/hr and a dose of 6mcg/kg/min. The total volume infused logged during this time was 218.55mls. The system's performance during in house rate accuracy testing was within the +/-5% specification. The customer's complaint of over infusion of dopamine could not be confirmed or duplicated. The root cause for the complaint is unknown.

Manufacturer narrative:
(B)(4).